Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ring on top of the reservoir compartment was missing and insulin pump received compromised force sensor system alarm. The customer¿s blood glucose level was unknown. The customer reported that the drive support cap was sticking out and insulin pump was dropped prior to the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to confirm compromised force sensor system alarm and unable to perform displacement test, basic occlusion test, occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform prime/compromised force sensor system test and excessive no delivery test due to loose/protruded drive support disk. Insulin pump was received with reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case reservoir tube window corners, missing end cap sticker, broken battery tube thread and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.